Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis for this procedure: lumbar degenerative scoliosis procedure used: oblique lumbar interbody fusion (olif) it was reported that intra-op, the trial was miss-introduced into the spinal canal during manipulation. The delay in procedure time was less than 60min. Post-op, patient was suspected to have suffered with bilateral paralysis. Product did not malfunction in any way. No revision was scheduled.